Event description:
Healthcare professional reported a left-side rupture discovered during surgery. Healthcare professional also reported capsular contracture baker grade iii and "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior edge side assessed as surgical impact opening. (Shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Crease folding of implant: no observed creases on the device. Additional observations: observed stress marks on the device. Observed non penetrating nicks on the device. No further actions are required as the device was implanted."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported a left-side rupture discovered during surgery. Healthcare professional also reported capsular contracture. Device has been explanted.

Event description:
Healthcare professional reported a left-side rupture discovered during surgery. Healthcare professional also reported capsular contracture. Device has been explanted.